Manufacturer narrative:
(B)(4). Reported event was confirmed with operative notes provided. Revision op notes demonstrated that the patient was revised due to metallosis. During revision, osteolysis was identified around the femoral and acetabulum components. The trunnion was found clean. The stem and cup were retained as they were stable. New dual mobility bearing, ceramic head, and taper adapter implanted. Review of the device history record(s) for identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2020-01903, 0001825034-2020-01922.

Event description:
It was reported the patient underwent a right tha approximately 12 years ago. Subsequently, the patient was revised last year due to metallosis. It was noted the patient had bone erosion and osteolysis was found along the stem, however, the stem was not revised. No further event information available at the time of this report.